Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had episodes of "black out" that lasted up to two hours. A dye study was performed on the catheter and they were able to aspirate from the catheter freely with clear fluid (not confirmed csf) but when going to take imaging of catheter tip no dye was seen exiting the catheter. Pt had been at a higher rate before being brought down to a "lower dose" of 14.6 mg/day. Additional info has been requested, but was not available as of the date of this report.